Event description:
It was reported that the patient experienced mechanical issues and recurring incontinence due to urethral atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus was implanted. Upon explant, the device was full and no holes or connection issues were identified. The patient fully recovered following the procedure.